Manufacturer narrative:
A field service engineer (fse) was dispatched on-site (B)(6) 2011 and found the red/white fitting to wash buffer reservoir was loose and leaking. Fse replaced the fitting and the mixer motor. Fse also cleaned idler pulley, speed sensor and interior of the instrument. Fse verified instrument as performing to published performance specifications.

Event description:
A customer contacted beckman coulter inc. Reporting that wash buffer was leaking onto the mixer motor assembly within the interior of the unicel dxl 800 access immunoassay system. There was no injury or exposure to the wash buffer.